Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4). A sudden increase in impedance prompted a revision. During surgery the physician noted that they saw exposed wire. The lead was explanted and replaced.